Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) has triggered, when pulled out the "inner workings" / system came out with it. The introducer was removed, the seal did not remain in the aorta but was pulled out. The procedure was completed with a new device. There was no delay in the procedure due to the defective device. There was no damage or impact on the patient due to the defective device. Per photos provided by the complainant, it is observed that the seal was not unfolded, and the tension spring got stuck in the insertion device. It is observed there is evidence of blood.

Manufacturer narrative:
Trackwise:(B)(4). Updated section: b4, g3, g6, h2, h10. Corrected section: h6- medical device ¿ problem code from "1669" to "3189".

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/30/2024. An investigation was conducted on 05/01/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The blue slide lock was off, allowing the white plunger to be depressed. The seal was observed to be fully deployed, with the tension spring inside the delivery tube. Blood was observed inside the delivery tube, indicating an attempt was made to load the seal in the aorta. There were no cracks or delamination observed on the seal. Based upon the received condition of the device and investigation results, it is not possible to confirm the reported complaint as there was no device malfunction. The lot # 3000330001 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.